Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication was not coming out of the device [product delivery mechanism issue] no adverse event. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a male patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via a telephone call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date of (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, lot number: ai25020, expiry date: oct-2027) via inhalation for unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the patient received three sealed medication boxes from pharmacy and on an unknown date of (B)(6) 2026 he started using the inhaler, after using four days he stated that medication was not coming out of the device. He stated that he did not start using remaining 02 medication boxes. Upon asking he provided the dose counter reading as 150, and he confirmed that he had followed all the instructions and agreed to send complaint sample pictures. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.